Event description:
Subsequent to the initial medwatch report, additional information received indicates the left common femoral artery was very calcified.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported guide detachment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The probable cause for the reported event was determined to be most likely related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the calcified and tortuous left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm repair. Reportedly, when attempting to insert the proglide device into the vessel, the end piece of the proglide broke off and the distal half of the guide remained inside patient's lcfa. Open procedure was required to retrieve the proglide piece from the artery. The index procedure was completed and a vascular patch was used to close the vessel. There was a reported clinically significant delay in the procedure due to the intervention performed to remove the proglide piece from the patient. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.